Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Inadvertent perforation of the aorta after ballooning; operational context caused event.

Event description:
Patient presented with misshapen aorta creating a concave section in the neck. Access and deployment of a 25-16-140bl bifurcated device was uneventful. A 20-25-65s limb extension was also placed in the right iliac artery. Ballooning of the stent graft was performed with a 32mm coda balloon. Some extravasation was noted approximately 3 cm down from the renal arteries. A 25-25-75l proximal extension was placed. On final angio, the extravasation appeared to be worse. The patient was converted to open repair, where it was noted that the aorta had been dissected, likely due to the ballooning. Plegetted stitches were used to repair the dissection and the endologix devices were left in. The patient tolerated the procedure and is doing well.